Event description:
It was reported that a merlin.net transmission revealed episodes of noise on the atrial channel causing auto mode switching, noise reversion, and high ventricular rate episodes. On (B)(4) 2013 the ventricular sensitivity was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.